Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had heat, unintended activation/motion, and could not lock the cutter. Therefore, the reported condition that the device was not working and was unable to lock a burr was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI : (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had a damaged flex circuit, was making excessive noise, generating heat, the speed of the device could not be controlled/changed, unintended activation/motion, could not secure/lock the cutter, and had component damage. It was further determined that the device failed pretest for cable assessment, cutter lock assessment, motor thermistor assessment, safety assessment, noise assessment, handpiece temperature assessment, and hand control assessment. It was noted in the service order that the handpiece does not work, and was unable to lock a burr device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.